Event description:
Procedure type: oophrocystectomy according to the reporter: after inserting instrument and when he removed the obturator from the cavity, the cover of knife disengaged. It was caught on inside of cannula, so nothing fell into the cavity. The procedure was completed with another. No tissue damage. No bleeding. Nothing fell into the cavity. Extended or time: unk. No pt injury was reported. Pt status: ok. No further pt info available.